Manufacturer narrative:
Only the pump was received for analysis. As received, the pump reservoir was empty, and the pump was reset. The cause of the power on reset was not determined. The pump was programmed to minimum rate and a motor function test was performed at room temperature for sixty minutes. The pump ran at maximum rate for sixty minutes and dispensed fluid. The pump was prepped for dispense testing, and the pump passed dispense testing. After dispense testing, but just before destructive analysis, the pump suffered a low battery reset with an undetermined root cause. Destructive analysis was then performed. When the outer top shield was removed, several moisture droplets were on the inside of the top shield surface on the hybrid and battery surfaces. This was considered foreign material inside the pump. The welds on the inner shield, outer shield, and feed through were inspected and no breaches were seen. The fluid droplets did not evaporate quickly. The liquid analyzed was "diethylene glycol or something similar". Analysis is awaiting a chemical report and further analysis of the fluid. The pump was programmed back to minimum rate and hybrid analysis was continued. Resistance and current drain testing passed. Battery resistance testing was also performed, and passed with 26 ohms. This pump was not on the battery recall list. Further visual analysis did not find any swelling of the battery, and no anomalies were found in the battery logs. Battery voltage measured 3.023 volts. The hybrid was sent to another facility for further analysis. Destructive analysis was then completed, and no further anomalies were found. Analysis is ongoing. Any new analysis information that is received will be captured in a supplemental report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Further analysis was performed on the hybrid. Analysis of the hybrid revealed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Previously reported conclusion code no longer applies to this event.

Event description:
On (B)(6) 2015 additional information was received from a representative. They indicated that three different 8840 programmer had been used to analyze the pump, and all of the programmers failed to establish telemetry. The cause of the safe state and reset were was not determined. The patient was reportedly doing well following the pump replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8703w, lot# l36577, implanted: (B)(6) 1995, product type: catheter. Product ID 8840, product type: programmer, physician. Product ID 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
On 2015-10-12 information was received from a healthcare provider via a representative regarding a patient receiving intrathecal dilaudid 8 mg/ml at 2.5041 mg/day via an implanted pump system. On (B)(6) 2015 the patient developed increased pain, nausea, and vomiting. The patient went to the emergency room and was admitted to the hospital. They had been unable to interrogate the pump with the 8840 programmer despite multiple attempts. An x-ray of the pump confirmed it was not flipped. The pump had previously been interrogated and updated at a previous refill on (B)(6) 2015 without difficulty. No alarms had been heard from the pump. On (B)(6) 2015 the doctor replaced the pump. An interrogation of the pump just prior to replacement was unsuccessful. Interrogation of the pump on (B)(6) 2015 revealed a reset occurred, and the pump was in safe state. The pump was alarming at that time. Additional information was requested from the patient's healthcare provider to determine what other clinician programmer was involved in with being unable to interrogate the pump, what diagnostics were performed related to the patient's symptoms, and what was the cause of the inability to interrogate the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.